Manufacturer narrative:
(B)(4).

Event description:
The user received questionable calcium results for patient samples from the integra 400 analyzer serial number (B)(4). Of the data provided, the results for 19 of the patient samples were discrepant. All results are in mg/dl. Patient sample 1 result with reagent lot 626019 was 11.0 and the result from a reference lab was 10.0. Patient sample 2 result with reagent lot 626019 was 11.3 and the result from a reference lab was 10.4. Patient samples 3-19 were tested on (B)(6) 2010. The results listed below are the result with reagent lot 626019, the result with reagent lot 628028, then the result from a reference lab. Patient sample 3 results were 10.7, 10.3 and 9.6. Patient sample 4 results were 11.7, 10.9 and 10.4. Patient sample 5 results were 10.6, 10.3 and 9.7. Patient sample 6 results were 10.6, 10.3 and 9.7. Patient sample 7 results were 11.4, 10.2 and 10.3. Patient sample 8 results were 11.1, 10.3 and 9.7. Patient sample 9 results were 10.9, 10.1 and 9.6. Patient sample 10 results were 10.5, 9.8 and 9.2. Patient sample 11 results were 10.9, 10.1 and 9.6. Patient sample 12 results were 11.2, 10.6 and 10.1. Patient sample 13 results were 10.8, 10.4 and 9.5. Patient sample 14 results were 11.0, 10.7 and 9.9. Patient sample 15 results were 11.2, 10.6 and 10.1. Patient sample 16 results were 11.4, 11.0 and 10.1. Patient sample 17 results were 10.8, 10.3 and 9.6. Patient sample 18 results were 10.7, 11.7(also with reagent lot 626019), 11.0 and 10.1. Patient sample 19 results were 10.6, 10.2 and 9.5. The patients were not adversely affected as the results were not reported outside the laboratory. The field service representative found the external and internal water filters were dirty. He replaced the water filters and the inlet filter. To verify the analyzer operation, he ran performance and precision testing with good results. Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.